Manufacturer narrative:
The device was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the review of similar incidents there is no indication of a lot specific product quality issue. The device was prepped prior to use without any issue noted, which would suggest that the device was not damaged prior to use. The investigation determined the reported difficulty to advance and balloon rupture appear to be related to circumstances of the procedure. Based on the reported information, during advancement the balloon catheter encountered resistance with the heavily calcified, heavily tortuous, 90% stenosed anatomy resulting in the difficulty to advance. The difficulty to advance likely caused damage to the outer surface of the balloon resulting in the reported balloon rupture during the first inflation at 8 atmospheres. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no corrective action is required. The traveler rx is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a heavily calcified, heavily tortuous, 90% stenosed proximal right coronary artery (prca) lesion. A 3.5x15mm traveler rx balloon dilatation catheter (bdc) was advanced with resistance due to the anatomy. The balloon was inflated one time to 8 atmospheres (atm), for 5 seconds, and the balloon ruptured. There was no adverse patient effect or a clinically significant delay in the procedure. The bdc was replaced with an unspecified nc balloon to successfully complete the procedure. No additional information was provided.